Event description:
It was later reported that the patient had experienced a sudden loss of therapy on (B)(6) 2014. The patient was on intravenous pain medication, and they were an inpatient at the time of the device replacement. The device was removed on (B)(6) 2015, and the patient recovered without sequela. The reason for the motor stall was not known, though it was not in correlation with an MRI.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred. Pump event logs confirmed that a motor stall occurred on (B)(6) 2014 with a tube set message two days later. No motor stall recovery occurred. No additional motor stalls were noted in the event logs. On the date of this report, dye and rotor studies were done and the rotor did not move. The patient did not have an MRI, but did have a computed tomography (CT) scan on the day of the motor stall. No symptoms had been reported to the reporter. As of (B)(6) 2015, the patient was in-patient and scheduled for a pump replacement the following day. As of (B)(6) 2015, the patient had the pump replaced and was doing well. The reporter planned to send the pump back to the manufacturer for analysis to determine the cause of the motor stall. The device system was used to deliver clonidine 100mcg/ml at 116.06mcg/day, bupivacaine 5mg/ml at 2.9mg/day, and morphine 10mg/ml at 5.803mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).